Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was 40 mg/dl, 130 mg/dl and 150 mg/dl and the sensor glucose values were 40 mg/dl, 50 mg/dl and 119 mg/dl. Insulin delivery was not suspended due to sensor glucose and blood glucose difference. The customer reported that the sensor glucose and blood glucose difference was not within target range of glucose difference. Customer was unable to upload to care link. The device will not be returned for analysis.